Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that after three minutes of activation in a severely calcified lesion of the distal left posterior tibial artery, the recanalization catheter encountered resistance; therefore, the catheter was removed from the patient. Following removal, the hcp alleged that the marker band detached in the calcified lesion. An attempt was made to retrieve the detached marker band with unsuccessful results. It was further reported that the hcp determined the fragment would not cause any health hazard to the patient; therefore, angioplasty was performed to dilate the lesion restoring vascular patency. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all released criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the distal tip of the catheter was present and was not detached from the core wire. The distal metal marker band was detached and not returned for evaluation. The distal tip was examined under microscopic magnification (20x) and the outer catheter was separated from the distal metal tip and the edges of the outer catheter separation were jagged. The inner guidewire lumen was observed to be twisted around the core wire 11.8cm from the distal tip. No other anomalies were noted to the returned device. Functional/performance evaluation: the sample was returned; however, functional/performance evaluation could not be performed based on the condition of the sample. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a marker band detachment, as the marker band was not present on the catheter and was not returned for evaluation. The investigation was confirmed for material separation, as the outer catheter was partially separated from the distal tip. The investigation was confirmed for material twisted, as the inner guidewire lumen was observed to be twisted around the core wire. Per the reported event details, the catheter was being used in a severely calcified lesion. It is likely that the distal end of the catheter became stuck in the lesion, resulting in the marker band detaching from the catheter and the outer catheter separating from the distal tip. Additionally, it was reported that the tip of the guidewire was not withdrawn into the distal tip of the crosser prior to activating the crosser. Per the instructions for use (IFU), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. It is unknown whether the improper positioning of the guidewire during activation contributed to the outer catheter separation and the marker band detachment. It is possible that user related issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after three minutes of activation in a severely calcified lesion of the distal left posterior tibial artery, the recanalization catheter encountered resistance; therefore, the catheter was removed from the patient. Following removal, the health care provider (hcp) alleged that the marker band detached in the calcified lesion. An attempt was made to retrieve the detached marker band with unsuccessful results. It was further reported that the hcp determined the fragment would not cause any health hazard to the patient; therefore, angioplasty was performed to dilate the lesion restoring vascular patency. There was no reported patient injury.